Event description:
A legal summons was received, reporting that during the surgical procedure, the cannula separated from the syringe hub while under pressure. A jet of balanced salt solution entered the eye through the superior wound. The fluid jet created a posterior capsule tear and a small amount of bleeding occurred presumably from the iris. The iol was displaced and partially subluxated through the capsule tear into the vitereous cavity. It was reported that "upon closer examination of the cannula revealed the flange of the plastic base had fractured". It is also reported that the pt experienced emotional distress. To date no follow-up info has been received.

Manufacturer narrative:
This event was not reported to alcon at the time of the incident. Root cause for this complaint can't be determined because no sample was available for eval. This report was mailed to FDA on: 08/29/2008.